Event description:
In 2006 the lay reporter, the lay pt's wife contacted lifescan (lfs) alleging that the pt's one touch basic meter was reading inaccurately low. The medical affairs specialist (mas) sent follow-up question to lfs and received answers incorporated into the following info. The pt normally takes insulin 4 times per day. Novorapid insulin, 8 units in the am, 6 units at noon, 6 units in the evening, and 8 units insulard insulin at night. The pt obtained a result of 2.8 mmol/l on the reported meter before breakfast, while feeling weak and having buzzing in his ears. His wife gave him sugar and the pt ate breakfast. After breakfast, the pt obtained a result of 2.4 mmol/l on the lfs meter. The wife suspected the meter reading was incorrectly low. She tested her own blood glucose with the meter and obtained a result of 1.2 mmol/l. This result appears to have been inaccurately low because the wife is not diabetic and was asymptomatic when she tested with the lfs meter. The pt did not feel well during the whole day, he continued to feel weak. The pt received no insulin on that day because his meter readings continued to be "low." The pt's dr was called. Before the dr arrived,the pt's blood glucose results on the lfs meter were 3.5 and 4.1 mmol/l. The dr arrived at the pt's home at 6:00 pm. The dr did not test the pt's blood glucose level and gave the pt IV glucose. At 12:30 am the next day, the wife called ems. Emt's gave the pt an injection and antii-nausea pills. The wife did not know what specific medication was administered. Ems took the pt to the hosp where results of 16.8 and 24 mmol/l were obtained on the hosp meter. The pt was admitted to the hosp for one week for treatment of hyperglycemia. The customer care advocate (cca) confirmed that the testing technique was correct. The test strips were in good condition, had been stored properly, and were not expired. The cca walked the pt through a check strip test that fell within specifications. A control solution test was not valid because the control solution was expired. The meter was replaced. The complaint is reported because the pt experienced hyperglycemia treated with hospitalization after obtaining low readings on the lfs meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.